Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a documented low of 42 mg/dl and high of 379 mg/dl lasting about five hours, after a recent factory reset of the ilet pump and apparent missed meal announcements; the agent advised proper meal announcements and noted the pump would re-learn post-reset. Symptoms included a flushed face during the event. Outcomes included successful correction of hypoglycemia with oral carbohydrates and juice, and assistance from the user¿s spouse due to necessity. Investigation included review of device-reported data and user interaction during troubleshooting. Investigation of this case revealed user-related factors consistent with missed meal announcements following a device reset, with the device issuing high and low alerts and functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices following device reset.